Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary service and repair history: the previous service event for part number 321.133 with lot number(s) 6972670-22 has been reviewed. The customer called in a service request for this item on (B)(6), 2021 for torque-limiting handle has failed calibration. The item was previously returned for service on (B)(6), 2016 due to failed torque test high. The previous service condition of failed torque test high is not relevant to the current complained issue of torque-limiting handle has failed calibration. The manufacture date of this item is aug 31, 2012. The service history review is unconfirmed. Service and repair evaluation: it was reported that on february 19, 2021, during evaluation at service and repair the torque-limiting handle has failed calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot a shr was performed on the serviceable device and it was found that the device was manufactured on aug 31, 2012. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, during evaluation at service and repair the torque-limiting handle has failed calibration. There was no patient involvement. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for complaint (B)(4).